Event description:
Sunmed holdings llc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the third of three reports. Refer to 8030673-2024-01028 for the first report. Refer to 8030673-2024-01029 for the second report. The certified registered nurse anesthetist (crna) reported, during bagging of the patient, the breathing bag slipped off the anesthesia machine connector (for an unspecified period of time). To remedy the issue it was reported, when the slippage occurred the breathing bag was pushed as far up on the connector as possible and they were more diligent about their placement on the gas machine connection; there was no reported injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 10 oct 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the third of three reports. Refer to 8030673-2024-01028 for the first report. Refer to 8030673-2024-01029 for the second report. The certified registered nurse anesthetist (crna) reported, during bagging of the patient, the breathing bag slipped off the anesthesia machine connector (for an unspecified period of time). To remedy the issue it was reported, when the slippage occurred the breathing bag was pushed as far up on the connector as possible and they were more diligent about their placement on the gas machine connection; there was no reported injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 0004291027 was reviewed and the product was produced according to product specifications. All information reasonably known as of 26 nov 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.